Event description:
It was reported that at 14:07 minutes 136,164 joules while using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient complications or injury reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed, the glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The observed cap wear is a known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis revealed the metal cap is detached and was not returned. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Due to the observed metal cap detachment during analysis, a probable cause of design inadequate for purpose was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact may be the major cause resulting in the observed metal cap detachment.

Event description:
It was reported that at 14:07minutes 136,164 joules while using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient complications or injury reported.